Event description:
It was reported to boston scientific corporation that a dynamic y stent was to be used in the tracheobronchial junction during an airway stenting procedure performed on (B)(6) 2015. According to the complainant, the stent was to be implanted to treat a stenosis in the tracheobronchial junction. Reportedly, the patient's anatomy was not tortuous and had been pre-dilated. There was no visible damage noted to the stent prior to the procedure. During the procedure, the physician experienced difficulty positioning the stent across the stricture using the delivery forceps. Once the stent was in position, the physician was unable to withdraw the forceps from the stent and the stent was removed along with the forceps. Outside the patient, the physician noted that both of the stent¿s bronchial limbs had ruptured. According to the physician, the stent damage was possibly due to the sharp ends of the forceps being used. The procedure was completed with a smaller stent and different forceps. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4) ruptured stent limbs. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.